Manufacturer narrative:
A sample was not available for investigation of this feedback; however, the customer indicates that the flow stop did not correctly occlude the line when the pump door was opened. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19096776 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against products in the alaris system product family in the past 12 months. H3 other text : see section h.10.

Event description:
The reported feedback suggests failure of free flow protection on IV administration set. Safety clamp fitment was not fully activated on removal of IV line from alaris system large volume pump module. It was noted that when removing the IV line from the as lvp post administration of herceptin (chemo) the flow stop mechanism on the IV set (safety clamp fitment) was not fully closed and the line remained open with flow of fluid possible.

Manufacturer narrative:
22003-0004/no 510k this is an international code- the model#/catalog# identified. Is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 11426964. The 510k number provided in section g5 is for the domestic similar product 11426964. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests failure of free flow protection on IV administration set. Safety clamp fitment was not fully activated on removal of IV line from alaris system large volume pump module. It was noted that when removing the IV line from the as lvp post administration of herceptin (chemo) the flow stop mechanism on the IV set (safety clamp fitment) was not fully closed and the line remained open with flow of fluid possible.